Event description:
It was reported on 10/24/2022 by a sales representative via sems that an ar-9233, ar-9211 and ar-9239 devices were damaged during use. During case the straight shaft reamer is bent which caused an issue when drilling with 4.5 drill bit.4.5 drill bit was extremely dull. Impactor broke while impacting for vaultlock. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.